Event description:
I purchased and received a nira precision laser mid-(B)(6) 2024. I used it once a day, a couple of days twice per their instructions under my eyes and at my brow. I began to experience redness and extremely dry skin under and around my eyes. I stopped using it (B)(6) 2024. The redness and dry skin turned into a thick dry skin crust under my eyes as they began to swell, itch, and skin began to peel. Used .05 hydrocortisone cream for a few days with little to no improvement. I did not want to continue, as hydrocortisone is known to thin your skin, so I stopped using it. I tried hot compresses, cold compresses, non- allergic and he only thing that would keep the cracking skin moist was aquafor ointment. I could not go out with without sunglasses, as it was unsightly. My eye skin continued to swell, peel, itch, and stay red. I saw a dermatologist in (B)(6) 2024, as I had tried everything I could think of. She said the only thing that might help would be opzelura, a black box warning drug with potentially serious side effects, that was recommended for use no longer than two weeks. The dry eyes has improved, but I am left with permanent discoloration, like a darker ring around my entire tear trough. Along with large eye bags and deeper wrinkles than I had before I used the laser. There must be more people than me that have had this experience with this product. I am sick about it, as my eyes now look years older than they did a little over six months ago.